Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's spouse reported via phone call that they were hospitalized due to low blood glucose. The customer's blood glucose was low at the time of incident. The customer's blood glucose was 224 mg/dl at the time of call. The customer's spouse stated that they were given glucagon shot to treat the blood glucose. The customer's spouse stated that they also experienced high blood glucose over 700 mg/dl. The customer's spouse declined to troubleshoot for high and low blood glucose. The insulin pump will not be returned for analysis.